Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time and date settings were incorrect. The customer did not know why these settings were incorrect. Blood glucose was 208 mg/dl. Tandem technical support assisted the customer with updating the time and date settings.